Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failed deployment for edge procedure. Block d2b: product code: kns,pcu ; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k) #: k163272, k181905, k220112, k233318 ; reported here as the premarket / 510(k) # exceeded character limit for the designated field.